Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg will be returned for analysis. Additional information was received that the procedure was an ipg upgrade.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.